Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing. A technical support specialist (tss) resynced the station based on the knowledge article "proper datasync procedure & how to place new db in es station" and confirmed that the station was communicating with the server. Tss informed to the customer that the service dataspotliteagent.exe was causing performance degradation on the server and preventing access to the es web page and advised the customer to escalate it to the information technology department to determine whether the service remain active or terminated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server order was not crossing from emr. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.